Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon stated that patient was dislocating and preoperatively he planned to remove peripheral screws (one seemed to be floating in capsule based on film he showed in office). The surgeon stated he planned to remove poly and femoral head to regain stability in hip. During the case, two peripheral pins were removed (one floating within capsule and the second from the poly in the srom cup). The surgeon then removed poly and femoralhead (32 10d & 32 +12 femoral head), inserted +9 32mm femoral head with 32 neutral poly dial liner. Original implant date unknown. Doi: 8 years ago; dor: (B)(6) 2019; left hip.